Event description:
A customer contacted beckman coulter (bec) reporting that the coulter lh 780 hematology analyzer was leaking towards the right of the blood sampling valve (bsv). The volume of the leak was approximately 15 cubic centimeters (ccs) and was not contained within the instrument. The instrument did not generate any error messages or flags as a result of this event. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated for this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse had observed that the source of the leak was a cut brown striped tubing at the pinch valve (vl) 4b. Vl4b is the hemoglobin (hgb) drain valve. The fse replaced the affected tubing and cleaned the spill. No further evidence of leaking was observed. Failure mode: the cause of the leak was the tubing at vl4b. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).